Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user does not have any hearing sensation.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the user does not have any hearing sensation. A re-implantation is considered. Despite requested, no information has been received.

Event description:
Reportedly, the user did not have any hearing sensation with the device. The user has been reimplanted on (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out but the device has not been received yet. If the device is received in the future, the case will be re-opened and the device investigated.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user did not have any hearing sensation with the device. The user has been re-implanted.